Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ white calcification on the surface of the shell 30%. ¿ deformation observed. No further actions are required as the device was implanted

Event description:
Physician reported a capsular contracture baker grade lll. This relates to the left side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2, d4, d6b, h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade unknown. Device remains implanted. This relates to the left side.